Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through an unspecified access set. The flow issue was described as, ¿not getting drips in the drip chamber¿. This occurred when titrating prior to patient use. There was no patient involvement. No additional information is available.